Event description:
It was reported that 8mm tip-up fenestrated grasper instrument was observed to have a frayed cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing. The instrument was inspected prior to its use with no damage to be detected. The instrument did not have cables protruding from distal end. No photographic images(s) and/or video recordings were available for verification.

Manufacturer narrative:
The 8mm tip-up fenestrated grasper instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.